Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. The whole system including this rv lead was replaced with a non boston scientific leadless pacemaker. This rv lead was returned for analysis. No additional adverse patient effects were reported.